Event description:
It was reported that this right atrial (ra) lead recorded sudden fluctuations in pacing impedance values, including occasional high out of range values. Additionally this device recorded a signal artifact monitor (sam) episode, indicative of oversensing, as a result of the fluctuating impedance values. Technical services (ts) reviewed the information and provided possible alternatives including continued monitoring. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).